Event description:
Related manufacturer ref: 3005334138-2022-00020. During the procedure, there was a blood leak from the hemostasis valve. The device was exchanged and the issue reoccurred. The procedure was completed using a third introducer with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One 14f fast-cath introducer sheath was received for evaluation. Visual inspection revealed multiple bends and creases throughout the sheath. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.